Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, she/he received a sensor result of 'hi' (reading greater than 500 mg/dl) mg/dl on the adc freestyle libre. Customer further reported experiencing a loss of consciousness and being treated with a "glucagon infusion" by a paramedic. No paramedic meter result was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that on (B)(6) 2018 she/he received a sensor result of 'hi' (reading greater than 500 mg/dl) mg/dl on the adc freestyle libre. Customer further reported experiencing a loss of consciousness and being treated with a "glucagon infusion" by a paramedic. No paramedic meter result was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.